Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A follow-up report will be submitted if any additional relevant information becomes available.

Event description:
It was reported that a small flange on an interlink extension set's tubing hub was too rough and resulted in a superficial skin tear on a patient. There was no blood loss or significant injury. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. Clear passage testing and pressure testing revealed that the device operated within specification. The evaluation could not confirm the reported condition. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.